Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor failed an incoming pulse test with a 197j pulse. The cause for the failure was isolated to a shorted q13 igbt (insulated-gate bipolar transistor) on the monitor defibrillator pca. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective monitor.